Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician noted a channel error code 221.2000. There was patient involvement, but no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pump module displayed error code 221.2000 was confirmed during log review and testing. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. All parts inspected were manufactured by bd. A review of the error logs showed two types of error codes, confirming the issue reported with the date provided: the error 221.2000 as reported at 7:59:21 am, followed by error 222:4020 at 8:01:30 am. These have been decoded. The logic board was replaced with a good-known part from the dchu laboratory, exclusively for testing purposes. A programmed infusion of rate: 200 ml/h and vtbi: 200 ml was allowed for one hour. The infusion was completed, with no code errors or alarms. Error code 221.2000 did not reappear. The bd alaris¿ pcu and pump module technical service manual explained that error code 221.2000 is a keypad processor communications error on the pump module, which an unspecified communication error occurs. A recommended response is to replace the pump module logic board. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Notes to service device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported error code 221.2000 could be confirmed and is attributed to a failure in the logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician noted a channel error code 221.2000. There was patient involvement, but no patient harm.